Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( component codes ).

Event description:
N/a.

Manufacturer narrative:
Event site name and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine checkup the cs100 intra-aortic balloon pump (iabp) had electrical failure code-50 (motor speed out of specification). There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4,b6,b7,d10,e2,g2,g3,g6h2,h6(type of investigation, investigation findings, investigation,component codes,conclusions , medical device ¿ problem code ), h118 , d5 a getinge field service engineer (fse) inspected the unit and identified an issue with the motor control. The motor controller board was replaced. Functional testing on battery power was performed and found to be satisfactory. Further evaluation revealed that the unit did not operate on mains power. The fse determined the power supply board to be defective. After the customer procured the replacement part, the fse replaced the power supply board. A complete functional check was performed, and the unit passed all tests. The device was returned to the customer in good working condition.

Event description:
N/a.